Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A repeat of the same sample was run and a negative result was obtained. The patient was admitted. It is unknown if patient treatment was altered on the basis of the elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is hm chrome contamination of the r1 probe and drain. A siemens healthcare diagnostics field service engineer was dispatched to perform appropriate maintenance procedures.. The instrument is performing within specifications. No further evaluation of the device is required.